Manufacturer narrative:
Device evaluation summary below: the documentary research in the batch file shows that no element could explain this reaction; all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming.

Event description:
Immediately after treatment under the eyes with juvederm ultra the physician noted swelling and puffiness under the eyes. The puffiness and swelling has persisted for nine months. The physician prescribed oral prednisone which did little to alleviate the symptoms. The physician prescribed prednisone to prevent possible worsening of symptoms.